Manufacturer narrative:
(B)(4). Design assessment group and product development reviewed the data. The recommendation is to replace the hsat probe on the monitor. The dates occurrence of the issue were on (B)(6) 2016. Data for hsat probe was analyzed and determined to fail on (B)(6) 2016. The monitor will be sent to service to have the hsat probe replaced before it is returned to use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the monitor and its associated hsat probe was used as part of accuracy testing on blood loop in the manufacturer's reliability test lab. The device it failed to meet the system's accuracy limits as stated in the operator's manual for oxygen saturation value (so2) at blood temperature 15 degrees celsius (lower limit for temperature operating range). The so2 values were approximately 6-9% (both above and below) the blood gas analyzer (bga). There was no patient involvement.

Manufacturer narrative:
Design assessment group and product development continue to use the device without the hematocrit saturation module (h/sat).

Manufacturer narrative:
The reported complaint was confirmed. As per blood loop testing result, the unit did not exhibit significant difference in reported values from the known good unit. The difference between the complaint unit and the blood gas analyzer was less than 4.8% (3 standard deviations) for oxygen saturation. The service repair technician (srt) replaced the hematocrit saturation module (h/sat). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The hematocrit saturation module (h/sat) probe was returned on 27-jan-2017. The blood parameter monitor (bpm) was return separately on 2-feb-2017. During laboratory analysis, the product surveillance technician (pst) observed slight marring of the hybrid lens and scratches on the color chip plate, which did not seem to impact the h/sat probe's startup-self-diagnostics as it passed criteria for startup (drift limits below 12.5%). The monitor passed startup self-diagnostics, and was placed in its service mode and a h/sat color chip and cuvette tests were performed and passed. The monitor was placed in operate mode for over 3.5 hours and the hsat probes values were monitored for abnormalities, none were observed. No anomalies observed with hsat probe.